Manufacturer narrative:
The date of this report provided in the initial report was incorrect. Corrected information will be provided in this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was 400mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised to return set for analysis. The customer states there was emergency room visit for the no delivery alarms, but they were not treated at the hospital.